Event description:
It was reported that the lead dislodged and had low r waves, high thresholds and low impedance. An attempt was made to reposition the lead but after the helix was retracted it would not extend again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix/lobe was distorted/bent. There was blood/body fluid on the outer tubing overlay. The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). The turns to extend/retract the helix exceeded specification. Visual analysis noted that the lead was damaged at implant. The helix bend likely occurred during implant or repositioning of the lead. The cut in the outer insulation was likely explant damage and didn't reach the conductors.